Event description:
It was reported that a clearlink continu-flo solution set leaked blood from its tubing. This occurred during infusion. According to the report, the reporting facility inspected the device and found that the tubing became disconnected at a tubing joint that was not an intended connection/disconnection site. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number for this device was reported to be either dr14g07020 or dr14h25038. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Lot# dr14g07020 was manufactured on 07/07/2014. Lot# dr14h25038 was manufactured on 08/25/2014. The device was received for evaluation. A visual and microscopic inspection were performed and identified the tubing had been pulled out of the "in-let port" of the male luer, and there was no solvent plow ridge on the tubing end. The reported condition was verified. The cause of the condition was determined to be tubing separation from the male luer. Two batch reviews were conducted and there were no deviations found related to this reported condition during the manufacture of both lots. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.